Event description:
The device was used during an unk procedure. It was reported by the rep the clips fell out. There was no consequence to the pt.

Manufacturer narrative:
A1,2,3,4;b3,6,7;d10: information not provided by affiliate. 8/30/96 contacted affiliate "did clips fall into the patient.?" Retrieved?-dsh 9/6/96 info rec'd-dsh. D5,6;h4: information unavailable, device not returned for analysis.